Event description:
It was reported that a minimum fill notification occurred while the customer attempted to load a new cartridge into their pump. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, followed instructions to clean the pump's pneumatic area and successfully loaded a new cartridge onto the pump, allowing them to resume insulin delivery.